Event description:
The customer reported via phone call experiencing high blood glucose levels for about 3 days. She also reported that the insulin pump alarmed button error. She stated that the insulin pump had alarmed no delivery and that she ate a donut. She observed a bent infusion set cannula. She stated that she woke up every 2 hour, changed the set in the morning, and took insulin via manual injection. She had blood glucose of 427 mg/dl, treated with a giant bolus, and advised that her blood glucose was good. She declined to troubleshoot for the high blood glucose. The customer's most blood glucose was 242 mg/dl. She stated that she was trying to bolus when she received the button error alarm. She stated that the insulin pump alarmed battery out limit and went blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.